Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to unexplained low blood glucose. Customer blood glucose reading at the time of hospitalization was 90 mg/dl. Nothing further was reported.